Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the reportable malfunction documented in b5, the evaluation findings are as follows: due to clogging of jet-tube in the control unit, water cannot be supplied. The scope cover, the switch 1 and the bending tube were deformed. The suction-cylinder and air/water had no color. The scope connector cover unit has corrosion due to water leakage; the adhesive around objective lens and the light guide lens were corroded. The light guide lens and the adhesive on distal sheath were cracked. Due to wear of angle wire; the bending angle in right and up direction and the value at the distal end does not meet the standard value. Due to adhesive peeling on the distal sheath, there was insulation resistance; due to damage on the channel tube, water tightness was lost; the plastic distal end cover had a burn and the connecting tube had coating peeling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the gastrointestinal videoscope wires need to be tensioned. No reports of patient harm. During the evaluation the following reportable malfunction was found: jet tube had white foreign objects. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on results of the investigation, the observed foreign material in the sub-water supply channel could not be identified. A definitive root cause of the issue could not be determined, however, due to the observed leak in the forceps channel, proper reprocessing may not have been possible. The issues may be detected/prevented by following the instructions for use sections below: gif-ez1500 operation manual chapter 3 preparation and inspection. Gif-ez1500 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.